Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive for two to three months. The patient alleged the keypad rubber was peeling from the sides and the bottom. The pump was reportedly not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. A protective skin was allegedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The otp pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: it was discovered that during the product analysis investigation the keypad rubber was torn near the ok button, the up and down keypad buttons were found to be intermittently unresponsive, contamination was found under the up, down and contrast buttons and the display was dim and fading. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.